Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer reported that a patient sample was run in auto-loader mode on the cell-dyn sapphire analyzer (s/n (B)(4)), which read the specimen ID correctly as (B)(6). The sample was then repeated in an open mode with a hand-held barcode reader on the cell-dyn sapphire s/n (B)(4) and the specimen ID was read incorrectly as (B)(6). The customer repeated the sample on the same instrument in autoloader mode and the specimen ID was read correctly as (B)(6). The customer proceeded to clean the hand-held barcode reader and repeated the sample in open mode. The specimen ID was read correctly. The customer followed the operators manual trouble shooting and diagnostics section which states that a dirty hand-held barcode reader window can cause the hand-held barcode reader to malfunction. The manual instructs the operator to clean the hand-held barcode reader and compare the reading with the auto-loader barcode reader to confirm the hand-held barcode reading. A search for similar complaints was performed from (B)(4) 2010 through (B)(4) 2011 and did not identify any adverse trend related to this issue. No product deficiency was identified related to this instrument.

Event description:
The customer stated that the cell-dyn sapphire analyzer had a barcode reader issue misreading one patient sample identification (ID). The sample had an ID of (B)(6) and was incorrectly read as (B)(6). The incorrect reading was not miss-matched with any other patient samples. The customer used handheld scanner to scan the label and the barcode labels are made by the customer. No impact to patient results, patient management or user safety was reported.